Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose level was in the 400's (mg/dl). As the event occurred in the past and the customer had changed pump supplies, troubleshooting was unable to be performed with tandem technical support.